Event description:
Patient had poly wear and a dislocation. Head and liner were exchanged with a good outcome in the o.r.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cup liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.